Event description:
A tandem mobi cartridge alarm was reported during the cartridge loading process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Upon receiving instructions from cts, the customer attempted to reload the original cartridge and deliver a 9-unit bolus, which completed successfully, yet the alarm persisted. The cartridge issue had occurred previously, and cts decided to replace both the pump and the cartridge. The caller was instructed to switch to backup therapy using mdi to ensure continuity in insulin delivery while waiting for a replacement pump, which was shipped without requiring a signature. Further guidance was also provided on returning the problematic pump using ups.